Manufacturer narrative:
The returned device was forwarded to the manufacture site for investigation. The returned device was received loose in a bag and is laser etched p/n vp4031 lot# h257134. The plate is broken into two pieces through the third combi-hole from the distal hole. As received condition of device (continued from above): a visual inspection of the 2.7mm lcp plate 10 holes/90mm shows the plate is bent/twisted, has heavy gouges and damage on several holes. Investigation: the device is broken through the third combi-hole from the distal hole. The qe measured the following relevant features as listed on inspect ii. These features were measured on the second and fourth combi-holes as the third hole is damaged. Features apply only to the distal hole and will not be measured as they are not relevant to the complaint condition. Feature l cannot be measured accurately as the part is bent and broken and is not relevant to the complaint condition. Conclusion: this lot met all dimensional and visual criteria at the time of release for shipment with no issues documented that would contribute to the complaint condition, it has been concluded any damage, breakage, gouges/scratches or out of specification condition due to damage occurred after the product left manufacturing. Since no manufacturing related issue was identified and/or confirmed, a review to the specific prm and prm line is not applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
PMA (510k#): device is a veterinary product. No patient information will be reported. Event date: the plate broke post operatively in the dog¿s leg in the first 2 weeks of post-surgery; exact date is unknown. Initial reporter phone number is: (B)(6). A device history record (DHR) review was performed for part #: vp4031.10, lot#: h257134 (non-sterile) ¿ 2.7mm lcp plate 10 holes/90mm, quantity 11: manufacturing location: (B)(4), manufacturing date: 28-dec-2016: component part 11159 bp82 lot h231068. Raw material receiving/put away checklist meet specification. In-process acceptance sheet, inspection sheet for inspect I, inspect ii & final inspection meet specifications. No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no other issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in united kingdom as follows: it was reported that a dog underwent the surgical reduction and stabilization of left radial and ulnar fractures on (B)(6) 2017. A 2. 7mm locking compression plate (lcp) had been applied to the medial aspect of the radius. The dog had been reasonably well restricted post-surgery. Surgeon was satisfied with the original fracture repair, and the method of stabilization deployed. The dog had initially done well following surgery; however, he had become acutely lame on the forelimb on (B)(6) 2017. Post-operative radiographs taken on an unknown date revealed the breakage of the plate at the level of the radial fracture site. The plate broke post operatively in the dog¿s leg in the first 2 weeks of post-surgery. The revision took place on (B)(6) 2017. The fracture was exposed through a craniomedial approach. The broken plate and screws were removed. The fracture was reduced and stabilized with a hybrid 3.5 broad t plate from another manufacturer applied to the cranial surface of the radius, with four screws proximal to and three screws distal to the fracture. Post-operative radiographs revealed satisfactory reduction and implant position. The dog recovered uneventfully from anesthesia. Concomitant device reported: screws (part# unknown, lot # unknown, quantity unknown) this report is for one (1) 2.7mm lcp plate 10 holes/90mm. This is report 1 of 1 for complaint (B)(4).